Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing within the luer connector hub. The sample was flushed with a 12 ml syringe of water and a leak was observed in the extension tubing near the distal end of the luer connector hub. A microscopic observation revealed some beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebq2586 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq2586) have been reported from the same facility.

Event description:
It was reported by the sales rep that the 3 fr power PICC catheter separated at the hub. No patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing within the luer connector hub. The sample was flushed with a 12 ml syringe of water and a leak was observed in the extension tubing near the distal end of the luer connector hub. A microscopic observation revealed some beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time. A lot history review (lhr) of rebq2586 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq2586) have been reported from the same facility.

Event description:
It was reported by the sales rep that the 3 fr power PICC catheter separated at the hub. No patient injury. No other information was provided.